Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an olympus colonovideoscope had a scope communication error b30. The event occurred during inspection for use. There were no reports of patient harm.